Manufacturer narrative:
Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was escalated to the impella 5.5 for the 59 year old female patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. The pump was inserted via the surgical access to the right innominate artery. The patient has a known history of coronary artery disease and diabetes, but other underlying medical history was not shared. The 5.5 was supporting when on day 8 there was a concern of the aortic valve leaflet being pierced by the 5.5 pump. The team made the decision to transfer the patient from the community to the tertiary medical center on the 5.5 for possible explant and intervention. Upon explant the team belief is that the patient will need to have a transcatheter aortic valve replacement (tavr). The pump remained on for 5 more days and was then explanted, on day 12. What intervention, if any, done has not yet been shared. The patient has survived to date and other details, should they be shared, will be relayed regarding the patient outcome. The presumed valve damage is being reported despite the ability to conclusively associate the product or determine the damage occurred.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.